Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to troubleshoot the leak at the flowcell. The fse discovered a clogged flowcell and ordered parts for a return visit. The fse returned the following day on (B)(4) 2013 and replaced the flowcell, distribution valve, and flowcell sample line to resolve the leak. The fse stated that the cause of the leak was a flowcell sample inlet tubing which had popped off due to a clogged distribution valve. Failure mode is attributed to a clogged distribution valve and replacement of the valve resolved the issue. Repair was verified per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported diluent leak of approximately 5 ml from the right side of the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was contained within the instrument and patient samples were not affected. The customer was wearing personal protective equipment consisting of gloves, gown and goggles and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.